Manufacturer narrative:
This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lead triggered a lead integrity alert (lia) for out of range high impedance and a noisy electrogram with non-physiological oversensing, there were varying capture thresholds and varying r-waves.

Event description:
It was reported that the right ventricular lead triggered a lead integrity alert for oversensing, high threshold, and noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).